Manufacturer narrative:
Updated with additional information received on august 15, 2016.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system were used for a transgastric stent placement to treat a pancreatic pseudocyst during a gastrocystostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first flange was partially deployed within the pseudocyst using endoscopic ultrasound with doppler. The physician then moved the endoscope, which caused the stent to be pulled out of the pseudocyst and into the patient's stomach. The stent then fully deployed within the patient's stomach as a result of being pulled out of the pseudocyst. The stent was retrieved from the patient's stomach using forceps. Reportedly, during this procedure, the patient experienced arterial bleeding from the stomach wall. Additionally, the patient suffered a cardiac arrest. A surgical team was called in and the patient underwent a heart massage. The patient's spleen was ruptured during this intervention, and the patient lost her spleen as a result. ***additional information received on august 15, 2016: during this procedure, the patient experienced arterial bleeding from the stomach wall. The arterial bleed of the stomach wall stopped spontaneously. Subsequently the patient suffered a hemorrhagic shock, resulting in low blood pressure. A surgical team was called in and the patient underwent a heart massage and ventilation. The patient's spleen was ruptured during this intervention, and the patient lost their spleen as a result. The patient's current condition was reported to be okay.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system were used for a transgastric stent placement to treat a pancreatic pseudocyst during a gastrocystostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first flange was partially deployed within the pseudocyst using endoscopic ultrasound with doppler. The physician then moved the endoscope, which caused the stent to be pulled out of the pseudocyst and into the patient's stomach. The stent then fully deployed within the patient's stomach as a result of being pulled out of the pseudocyst. The stent was retrieved from the patient's stomach using forceps. Reportedly, during this procedure, the patient experienced arterial bleeding from the stomach wall. Additionally, the patient suffered a cardiac arrest. A surgical team was called in and the patient underwent a heart massage. The patient's spleen was ruptured during this intervention, and the patient lost her spleen as a result. Attempts to obtain additional patient and procedure information have been unsuccessful, and the relationship between the hot axios device and the patient's bleed, cardiac arrest, and splenectomy remains unknown. If any further relevant information is received, a supplemental MDR will be filed. The patient's current condition was reported to be okay.